Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that his stimulation is turning off. Pt stated that this happened 4 months ago and didn't understand it. Pt confirmed that the stimulation is working and mentioned that they tried adjusting the intensity and when lying back they can feel the implant pt also confirmed that the stimulation is working for them. Pt confirmed that they are not feeling any unusual shock. Pt stated that sometimes the stimulation only last for 2 hours and then it turns off on its own. Pt mentioned that they used to use a device for their back that caused similar sensation to the scs device. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported it was an operator error. Steps taken were adjustment and education. The issue was resolved.